Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. Moisture damage was found on the display board. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had low glucose levels of 55mg/dl. The customer treated with food and juice. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons on the insulin pump were unresponsive. The customer also reported that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.